Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen screen noted. Device powered up properly after battery installation. No battery out limit alarms noted. Device was received with operating currents within specifications and had minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that she was trying to bolus but the buttons were not responding and the display was frozen. She replaced the battery and received a battery out limit alarm which could not be cleared. Blood glucose value at the time of the event is unknown; reading that morning was 133 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.